Manufacturer narrative:
During an interventional procedure, a 10x080 80cm smart control biliary stent did not full deploy. The distal segment of the stent had full wall apposition but the proximal segment did not fully dilate to the wall. There was no patient injury. The user was unsure if this inability to fully deploy the stent was due to the disease present on the proximal segment which may have prevented it from full deployment or if there was a malfunction with the stent. The device was discarded. The customer stored it in accordance with the instructions for use (IFU). The product was stored, handled, inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The lesion was 90% occluded, 80mm in length and 8mm in diameter. There was no calcification or vessel tortuosity. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing or tracking the delivery system towards the lesion and no unusual force was used at any time during the procedure. The locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent. The user held the handle of the smart control flat and straight outside the patient as the per the IFU. It was noted that the stent did not prematurely deploy. A 6fr 11cm brite tip sheath introducer was also used in the procedure.the product was not returned for analysis. A device history record (DHR) review of lot 17498336 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿stent delivery system (ses)- deployment difficulty-partial deployment¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the IFU, which is not intended as a mitigation, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure a 10x080 80cm smart control biliary stent didn¿t full deploy. The distal segment of the stent had full wall apposition but the proximal segment wasn¿t fully dilated to the wall. The user was not sure if this was due to disease present on the proximal segment preventing it from full dilating or if there was something wrong with the stent. The customer stored it in accordance with the IFU and will send it back for inspection. There was no patient injury.